Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 50's (mg/dl) in the morning. To treat bg level, the customer consumed calories. Reportedly, the suspected cause of the low bg level was due to the customer miscalculating the bolus size for the amount of carbohydrates consumed. In addition, the customer reported received an inaccurate fill estimate. Reportedly, the cartridge was filled with 120 units of insulin. During the time of the call, the customer's blood glucose level was 157 mg/dl. Tandem technical support educated the customer on insulin gauge calculations, and the customer was satisfied.